Manufacturer narrative:
H3. Analysis identified that the pump would not update when using a clinician programmer with an undetermined cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient via company representative with an implantable pump. It was reported that the patient's pump has been alarming for ¿a week or two¿ sporadically. She has been unable to get transportation into the managing healthcare provider's office but is scheduled for a pump replacement surgery on (B)(6) 2025. The patient reports symptoms of increased pain over the past few days, and suspects that the pump is not delivering medication as prescribed. It is unknown if there are any environmental, external or patient factors that contributed to the event. No diagnostic/troubleshooting has been performed and no interventions have taken place. The issue was not resolved at the time of this report. Additional information was received from a health care provider and consumer regarding a patient via company representative with an implantable pump containing prialt/ziconotide (25mcg/ml at 4.3 mcg/ml) for unknown use on (B)(6) 2025. It was reported that patient's pump had been alarming critically intermittent for the past two months. It started after patient had an magnetic resonance imaging (MRI). The patient's healthcare provider interrogated the pump, but after several intermittent motor stalls the healthcare provider elected to replace pump resolving the issue. Additional information was received from company representative (rep) and it was reported they were unsure if any other electromagnetic interference (emi) played a role regarding the intermittent motor stalls.